Event description:
It has been reported to the company that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and loaded the hypotube into the adapter for deflation of the occlusion balloon and the balloon would not deflate. The physician attempted a second time and still the occlusion balloon did not respond. The physician attempted to cut the hypotube per the instruction for use, distal to the gold marker, but still the occlusion balloon would not deflate. The physician cut the wire closer to the guide catheter, and still no response from the occlusion balloon. The physician slowly pulled the occlusion balloon back to the tip of the guide catheter and removed the inflated occlusion balloon and guide at the same time from the patient. The patient is reported to be fine.